Event description:
Consumer alleges a rear wheel fell off the chair and causing the chair to hit a wall in his apartment and it made a huge hole in the wall.

Manufacturer narrative:
Manufactured at either: merits, harmar, huashi, zhenjiang kanghong metal, (B)(4). Since unsure of manufactured 3500a filed under (B)(4).